Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump on which the start did not function; this condition had the potential to interrupt delivery. This condition was found in the maternity ward upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the issue of "start not function" was not confirmed during product evaluation. The quality engineer assigned the as determined problem to be the insert slide clamp alarm. This condition was caused by a faulty slide clamp assembly. The safety clamp assembly was repaired by cleaning and resoldering of loose sensor connectors. Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that the start did not function was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.